Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump was not working correctly. Customer's mother stated the device alarmed no delivery and has sensor issues. The insulin pump currently suspends by itself and issues have been reoccurring. Customer's blood glucose was 200 mg/dl. Troubleshooting was not performed as customer is in the process of receiving a new pump. The insulin pump is not returning for further analysis.